Event description:
It was reported that during an infusion of dopamine, on a dopamine dependant patient, the set came apart at the injection port. The dopamine leaked out of the port and onto the floor instead of infusion into patient. The patient's blood pressure dropped to 38 over 0 and within a few minutes, almost coded. Nurse administered an injection of dopamine to stabilize blood pressure then changed IV tubing and restarted a new infusion. Patient remained stabilized with no further complications.

Manufacturer narrative:
MFR's report date 4/24/97. The device was returned to the MFR. Visual examination revealed the latex y-site injection port had detached from the y-site. Numerous scrapes and gouges were found inside the fluid path wall of the y-site indicating that the needle device used to insert into the y-site pad had been inserted at an angle instead of the pad's center ring. The latex pad was not returned with the device. Numerous off-centered insertions into the latex pad can cause this type of detachment. Inservicing has been performed on the proper technique for inserting a needle device into the latex injection port. This report was filled out by the MFR.